Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation procedure, the farawave catheter was selected for use. The device was inserted, and the guidewire was advanced into the vein. The tip of the farawave was positioned against the tissue, and the guidewire was retracted. At that point, the guidewire could no longer be manipulated. The physician then undeployed and removed the catheter along with the guidewire. Upon removal, a small piece of tissue was observed to be entrapped within the catheter and guidewire. The tissue was removed, and the functionality of both the catheter and guidewire was verified. The procedure was then completed with the original device. No patient complications were reported. The catheter is expected to return for analysis.

Event description:
During an atrial fibrillation procedure, the farawave catheter was selected for use. The device was inserted, and the guidewire was advanced into the vein. The tip of the farawave was positioned against the tissue, and the guidewire was retracted. At that point, the guidewire could no longer be manipulated. The physician then undeployed and removed the catheter along with the guidewire. Upon removal, a small piece of tissue was observed to be entrapped within the catheter and guidewire. The tissue was removed, and the functionality of both the catheter and guidewire was verified. The procedure was then completed with the original device. No patient complications were reported. The catheter is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Upon device return and inspection, no outer abnormalities were observed. The catheter returned with a guidewire inserted. The inserted guidewire was able to be withdraw, then a new guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. The device passed all test performed, showing no evidence of the reported issue.